Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2013 with the following findings: a review of the black box history indicated a load step malfunction and one ¿loss of prime¿ warning with zero force. The rewind, prime and load steps were successfully performed on the pump with no issues with ¿loss of prime¿. The force sensor was found to be out of calibration. The pump was opened and a component on the pcb was found to be rotated out of position. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly was not detecting the cartridge and dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.